Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as the level did not exceed 500 mg/dl. Technical support decided to replace the pump. A replacement pump was sent, and it included updated software with accessible training. The customer received instructions on how to handle the pump return using a pre-paid ups label, which they acknowledged and understood. Reportedly, the customer reverted to an alternate method of insulin therapy.